Event description:
The sales rep reported the following, locking screw ref (B)(4) did not lock on plate ref (B)(4) . New locking screw ref (B)(4) was tried and locked fine on plate. There was a few minutes delay during surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this breakage has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated. The plate remains implanted.

Event description:
The sales rep reported the following, locking screw ref plsl3022 did not lock on plate ref plp30171. New locking screw ref plsl3522 was tried and locked fine on plate. There was a few minutes delay during surgery.